Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the monitor was not connected properly. To resolve the issue, the technician secured the connections of the monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the field monitor to the vividimage 4k surgical display was distorted. No report of injury.